Event description:
It has been brought to manufacturer's attention that the hcp reported she noticed the wax guards did not go easily into the when she went to fit them with the patient. The patient ended up having to go to urgent care because the wax guard fell out and got stuck in his ear.